Event description:
It was reported that during procedure, the right ventricle (rv) lead exhibited high pacing impedance at three different rv locations. Physician elected to use a new lead on 19 jun 2024. The patient was stable throughout.

Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed. As received, a complete lead was returned in two pieces. Final analysis did not find any indication of conductor fractures or internal shorts. The lead impedance could not be tested due to the condition of the lead. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that during procedure, the right ventricle (rv) lead exhibited high pacing impedance at three different rv locations. Physician elected to use a new lead on (B)(6)2024. The patient was stable throughout.